Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
Same case as MDR ID # 2134265-2016-08152. It was reported that a catheter stuck in the stent occurred. The 90% stenosed target lesion was located in a very tortuous and very calcified mid diagonal artery. A promus premier stent was deployed. Post stent deployment intravascular ultrasound (ivus) was performed with the icross imaging catheter. However, upon removal, the catheter got stuck on the deployed stent. The physician pulled firmly and the catheter came out. The deployed stent was post dilated with a balloon and a additional stent was placed on the distal edge of the previously placed promus premier stent. No patient complications were reported. The patient status is fine.